Event description:
The pt was electrocuted when working on a 220v air conditioner. Since being electrocuted, the pt's pump was no longer delivering medication and he lost vision in his left eye. He had seen a physician for oral pain medications since the event. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.